Event description:
The patient reported experiencing loss of lock. The center performed troubleshooting with external equipment. Programming changes were attempted. The problem was not resolved. Surgery to explant the patient's device has been scheduled.